Event description:
Device became really hot while in use. Breaker on power strip was tripped off by device. Patient received a first degree burn on his side from pad. Patient was partially lying on pad. Pad has a visible burn hole that goes all the way through. Burn hole in cover of pad as well as comforter and sheets. Mattress and mattress pad were also burned by device. No fire, but charring is present.